Event description:
Patient admitted for driveline infection on (B)(6) 2016 requiring debridement. Patient experienced multiple pi events and then asymptomatic pump stop alarms on (B)(6) 2016; pump stop resolved spontaneously after a minute and patient was placed on batteries and a non-grounded cable. Settings on admission: flow: 4.9l/min, 9600rpm, pi 6, power: 5.7 watts. Patient continued to have these alarms on (B)(6) 2016 and experienced 5 minutes of pump stoppage requiring epinephrine for hypotension. Controller exchanged with no recurrent events and patient moved to the ICU. Review of abdominal x-ray reveals a possible fracture on (B)(6) 2016. Thoratec engineers attempted driveline repair of 2 wires on (B)(4) with resulting pump stop when patient was placed on a grounded cable, map briefly decreased to 51. A second repair was attempted proximal to the patient and above the repair site with similar results indicating an internal driveline fracture. Patient placed on a non-grounded cable and was emergently taken for exchange. In addition, the pump pocket was examined for infection. No infection in the pump on visual examination in the operation room.